Manufacturer narrative:
After further review of the complaint details and the applicable regulatory requirements of the republic of colombia, it has been determined that MDR report 1917413-2026-00289 was submitted in error. As the event does not meet reportability criteria, the MDR submission was not required. Please disregard MDR report 1917413-2026-00289.

Event description:
It was reported that prior to using bd vacutainer® c&s preservative urine tube, an incorrect expiration date appeared on an unspecified number of packages. No adverse impact was reported regarding the patient or user. Update: per additional information received from the region, there is no compliance issue related to the labeling. This event does not meet the definition of a complaint and will be closed accordingly.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® c&s preservative urine tube, an incorrect expiration date appeared on an unspecified number of packages. No adverse impact was reported regarding the patient or user.